Event description:
It was reported to philips that the system did not boot up successfully as the start-up countdown got stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that system was stuck at the startup screen. Review of the log file confirmed the reported malfunction with the geo pc. The customer restarted the system several times, but the issue persisted. The fse went into the technical room and found that the majority of the equipment in the r-cabinet was powered off including the geometry pc. The fse powered the system completely off and back on but it didn't make any difference. The fse confirmed that there was no power going into the geometry pc due to the fuse f12 which was blown. The cause of the issue was with the faulty geo pc which was blowing the fuse in the mpdu (main power distribution unit). The failure analysis confirmed the malfunction with the geo pc and the cause of the failure was with psu, cmos and dido card. So, the fse replaced the geometry pc and downloaded all the board software which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.